Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the e assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the power module device battery malfunctioned. It was further determined that the device failed the following pre-tests: check for leakage, check proper function of the triggers and check function of all modes failed in pretest. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization.all available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.